Event description:
Fractured insertion post.

Manufacturer narrative:
Fractured insertion post. Fracture was caused by mechanical overload caused by user. Implant had to be removed in the same surgery. No other implant was placed. Dentist should have consulted instruction for use to prevent this from happen.